Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and waring the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The reaction was located at the insertion site on the abdomen. The reaction was described as a rash were the skin would come off with the removal of the sensor. The patient stated that she was initially told by her doctor to use tegaderm; however the doctor's assistant realized an issue, of the patient being allergic to most medical tapes, and contacted the patient via phone on (B)(6) 2016 and recommended that the patient switch to skintac. At time of contact the patient's condition was stable. No additional event or patient information is available.